Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was located in the left anterior descending artery. A 20mm x 3.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated to nominal pressure and when pressure was released, the balloon would not deflate. The physician inflated the balloon further until its rated burst pressure and the balloon was able to be retrieved in one piece. The patient's status was stable.